Manufacturer narrative:
Product ID: 3093-28, lot# v235031, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v235031, ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient indicated that she had gone to a chiropractor and they cracked and broke it. She stated the leads fell off or something. The patient had it replaced. The patient indicator for use were for gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that this happened almost 8 years ago and has since been resolved.

Manufacturer narrative:
Product ID: 3093-28, lot# v235031 does not apply to this event, after further review. The previously submitted codes no longer apply to this event. All applicable codes are submitted in this supplemental regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that about 10 years ago they were at a chiropractic appointment and the healthcare provider placed a device right over their implant and broke it. The patient noted that both the healthcare provider and the patient were pissed off. No further complications were reported.

Manufacturer narrative:
Product ID: 3093-28, lot# v235031, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Device, method, result, and conclusion codes apply to both lead 3093-28, lot v235031, and ins 3023 (B)(4). All other codes with this report apply to lead 3093-28, lot#v235031. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that they had needed their first ins replaced because their chiropractor went over their implant site and broke their leads, even though the call had instructed the chiropractor to avoid the area of their implant. The revision occurred on (B)(6) 2009, and the patient stated as it was 8 years ago, they didn't know when this event occurred. There were no further complications reported.